Manufacturer narrative:
Kodde, I. F., baerveldt, r. C., mulder, p. G., eygendaal, d., & bekerom, m. P. (2016). Refixation techniques and approaches for distal biceps tendon ruptures: a systematic review of clinical studies. Journal of shoulder and elbow surgery, 25(2). Doi:10.1016/j.jse.2015.09.004. The product was not available for return. Without the opportunity to examine the complaint product, root cause cannot be determined. Part and lot identification are necessary for review of device history records and complaint history, neither were provided. Condition is addressed in the package insert. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
Information was received based on the review of the journal article, "refixation techniques and approaches for distal biceps tendon ruptures: a systematic review of clinical studies." The article identified the most common complication was neurapraxias of the lateral antebrachial cutaneous nerve (labcn).